Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. The event (breakage of the grasping jaws) occurred due to any of the following possible causes. It was subjected to a load when it grasping objects or tissue. It was eroded and reduced in strength due to the use for a long time. The above device handling has warned in the instruction manual as follows. Do not grasp objects or tissue with excessive force. The grasping jaws may become damaged and could fall off inside the patient. Continuously monitor the endoscopic image during the procedure, and make sure that the instrument appears and operates properly. If a part of the instrument falls off inside the patient, stop using it immediately. Use a spare instrument to retrieve the part. Before use, confirm that the instrument is not corroded, dented or discolored; do not use it if any of these conditions are observed. If the instrument is damaged, part of it could fall off inside the patient, or it could become impossible to open or close.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. The grasping forceps was used to extract a double jj stent. It was introduced into the cystoscope channel to extract the stent. During the retrieval of the stent, one side of the forceps broke in the urinary bladder. It was impossible to retrieve the fragment with another forceps. The patient was convened the day after for vesical exploration and retrieval of the fragment. After 2 hours, the patient came back since the fragment was excreted with urination.